Event description:
<P>customer reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resumed insulin and continued to use the pump for therapy.